Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was broke off. The blood glucose level was unknown. The customer reported that the sensor electrode was missing from the sensor when it was removed. The customer reported that the sensor fractured while in the body. The troubleshooting was performed for a sensor needle break. The sensor will be returned for analysis.